Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 50-70 mg/dl, and the meter bg reading was 256 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the basal suspension, customer's blood glucose (bg) level rose to 545 mg/dl. Bg was addressed via a correction bolus and manual injection. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.